Event description:
During a procedure the staff member noticed that air was present in the tubing however, there was no bubble alarm. The patient's blood pressure dropped with the st wave evaluated. Medical intervention was required. Patient was said to be in stable condition and doing fine.

Manufacturer narrative:
The medical intervention required was unspecified. No further information was available.